Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> 8068940. Device history review ==> a DHR review was conducted as part of investigation (B)(4). The record revciew did not reveal any related manufacturing deviations, anomalies or other non-conformances on the provided product and lot combination. Final micro and sterility tests passed if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 15 october 2019 for MDR reportability. On (B)(6) 2015, the patient underwent total left knee arthroplasty due to osteoarthritis. Due to degenerative joint disease. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2017, the patient underwent a left knee revision due to loosening of the tibial component. The surgeon reported the tibial component was grossly loose and the tibial tray was removed with no dissection. He noted a well-fixed femoral component, though it was revised. The surgeon indicated the patella was also well-fixed and it was not revised. The surgeon reported no intraoperative complications. The patient was implanted with depuy knee system and unknown bone cement. Doi: (B)(6) 2015, dor: (B)(6) 2017 (lt knee).